Manufacturer narrative:
Date of event is estimated the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient was experiencing pain at the anchor site. X-rays indicated the anchors had bent. In turn, surgical intervention took place on (B)(6) 2025 wherein the anchors were re-sutured to the fascia and placed a little deeper to address the issue.